Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. Corrosion was observed on the tube nut and clutch spring. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This internal fluid leak prevented the proper delivery of insulin.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours.